Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were jammed when pressed, there was unusual noise while running and inconsistent performance during power check with test bench. Therefore, the reported condition was confirmed. It was further determined that the electric motor and electronic control unit were making an unusual noise when running and the trigger was jammed when pushed down. The assignable root cause was determined to be due to wear on components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the bottom trigger on the small battery drive device was sticking. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.